Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: the cockpit log files were provided and analysed. The event was addressed to watchdog reset of the interactive guide user interface (gui). If any additional information is received, a follow up report will be submitted.

Event description:
Livanova deutschland received a report of an essenz cockpit which restarted by its own. The event occurred during procedure. There was no patient injury.